Manufacturer narrative:
Pending investigation. Logic cr femoral por, left, sz 3, category #: 02-010-04-0230, serial #: (B)(4), three peg patella, 32mm, category #: 200-02-32, serial #: (B)(4), tibial tray 3f/3t, category #: 02-012-45-3030, serial #: (B)(4), z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2021. The patient was revised on (B)(6) 2023 due to poly wear and the insert was replaced. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.

Manufacturer narrative:
H3: the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported, patient conditions, or inclusion of the polyethylene in the packaging recall. A contributing factor to the reported wear may have been due to the revised tibial insert having been packaged in a non-conforming bag for five years. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation.